Event description:
A malfunction alarm was reported with malfunction code malf 12, which was resettable. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the customer with the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with further instruction to call back if any future malfunctions occur.